Event description:
On 02/18/98 a skull clamp was rec'd with the comment, locking mechanism slips. Further investigation revealed, there was an injury, it happened approx three weeks prior to sending the clamp in. There was a cut (scalp laceration) behind the hairline that took a couple of stitch. They are not aware of any post operative (other than the stiches) complications.